Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the issue by testing the console 2 power button when the blue fiber cable was connected to the left port, the power button would only power on the console. The blue fiber was then moved from the left port to the right port on the console 2, after which the system was powered on. The entire system powered on successfully, indicating the issue was isolated to the original left port fiber connection. The blue fiber pigtail on the left port was replaced. After replacement, system power on was verified using the console 2 power button. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported issue is attributed to the component failure of the console 2 blue fiber pigtail.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer was attempting to use the console 2 to power on the rest of the system but was unable to do so. The customer attempted to troubleshoot the issue by swapping blue fiber cables without success. The technical service engineer (tse) found a related error 31089 on the fiber port 3 of the tower, the customer noted that the console 2 was connected to the fiber port 3. Tse recommended disconnecting the console or swapping the fiber connection on the console. The caller stated that they would disconnect the console after the site finishes draping. The customer requested service prior to ending the call as they often used a dual console set-up for cases. The procedure was completed with no reported injury.